Event description:
It was reported by the customer that bd pyxis¿ medstation¿ es drawer was failed and required maintenance. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-aug-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main drawer 5.1/5.2 failed. A field service engineer (fse) reviewed the mpar report, which indicated that a drawer had failed to open. The fse replaced the drawer control boards in drawers 5.2 and 5.1. The user tested and verified the functionality of both drawers. The customer confirmed and approved the resolution. The system functioned as intended after the field service engineer repaired the device.